Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 15 jul 2024 from a healthcare professional: on (B)(6) 2024, the j tube (intestinal tube) was removed. According to the gastroscopy report, the patient experienced gastrointestinal anastomosis of type brollroth I was found in the body of the stomach with a large star scar and a very small anastomotic ulcer (diameter of 5mm) that was covered by fibrin. Biopsies were taken, results unknown. Treatment of sucralfate peptonesium 1gr (tab or sach) 1x3 was recommended.

Manufacturer narrative:
Reference record (B)(4). A knotted j tube return sample was received at abbvie for examination. A visual inspection was performed. Intestinal tube showed a bezoar around the pigtail, the pigtail was found knotted. No other damage, defect or irregularity was observed. Catalog number in d4 is the international list number which is similar to us list number of 062918. H6 code of 4581 was chosen to capture the event of bezoar. Bezoar and duodenal ulcers are a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experience intense abdominal pain and the tubing pulling inwards. The patient underwent a x-ray, CT scan and ultrasound of the upper and lower abdomen. It was reported that gas was observed in her intestine. On an unknown date, the patient underwent a gastroscopy for pegj replacement. It was reported that during the removal of the intestinal tube, a bezoar was found, and a large ulcer was present in the upper wall of the duodenal bulb at the point of contact with the intestinal tube. In addition, the pyloric orifice was observed to be distended with an ulcer at the point of contact with the intestinal tube. It was reported that the patient's pegj tubing was removed, and a peg tube was placed without an intestinal tube due to the ulcers. The patient was prescribed an unknown proton pump inhibitor twice a day for 6 weeks for the ulcers and will be reevaluated for placement of an intestinal tube. It was reported that the patient was discharged. On 05 june 2024, a sample return evaluation was completed which confirmed a bezoar on the j tube.